Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® tubes for urinalysis there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: we "observed color changes in the tubes."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed and the root cause is undetermined.

Event description:
It was reported when using the bd vacutainer® tubes for urinalysis there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: we "observed color changes in the tubes."